Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads. Unable to perform the displacement test due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's retainer ring was damaged and reservoir doesn't stay locked into place, causing them to have a high blood glucose. The customer stated the reservoir slipped out of the device while they were sleeping. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer treated high blood glucose with bolus correction. The treated a low blood glucose with glucose tablets and food. Customer will return device for analysis.